Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for gallbladder stone without cholecystitis in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the clip did not fire. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. Note: it was reported that the resolution 360 clip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure; however, per the resolution 360 clip IFU, is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm". Use of a side viewing scope may result in difficulty or inability to deploy, leading to patient injury.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for gallbladder stone without cholecystitis in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the clip did not fire. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. Note: it was reported that the resolution 360 clip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure; however, per the resolution 360 clip IFU, is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm". Use of a side viewing scope may result in difficulty or inability to deploy, leading to patient injury.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release. Block h11: the returned resolution 360 clip device was analyzed, and it was found that the clip assembly was detached from the bushing but attached to the control wire, evidence of soft deployment. No activation was performed. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. Investigation found that the clip assembly was detached from the bushing but attached to the control wire, evidence of soft deployment. The soft deployment could have been caused during the insertion of the device into the scope or when the physician tried to grasp the tissue. The joint capsule-bushing may have been detached due to an external force that hit this joint. This could be due to the physician's technique, the anatomy location, or any hits on this joint during preparation that were not noted at the time. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Per the resolution 360 clip IFU, is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm: however, the use of a side viewing scope may result in difficulty or inability to deploy. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.